Event description:
It was reported that some concern that the patient's infection may have been related to a material reaction. No further relevant information has been received to date.

Event description:
It was reported that the patient was in the hospital over the weekend due to infection at the electrode incision site. She was discharged with antibiotics. No additional relevant information has been received to date. Review of the lead device history records confirmed sterilization prior to distribution.

Manufacturer narrative:
Device evaluated by MFR?, device evaluation is not necessary as infection is not related to the functionality or delivery of therapy of the device.

Event description:
It was reported that the patient had seen her neurosurgeon multiple times due to an infection at the neck incision. The patient went into the ER due to complications with her neck incision and the vns leads and generator were removed. No further relevant information has been received to date.

Event description:
Clinic notes reported that the patient's upper chest incision was complicated by wound dehiscence on 3 occasions. The first occurred 1 month after implant and the vns was explanted 5 months post -implant. Some pus was seen at the explant. Clinic notes reported that the patient did not react to iridium or silicone and did not clinically react to the titanium of the generator no further relevant information has been received to date.

Event description:
It was reported that the patient had surgery to clean and irrigate the incision site. The product was not explanted. No additional relevant information has been received to date.